Manufacturer narrative:
Batch review performed on 21 december 2021: lot 2009619: 40 items manufactured and released on 01-dec-2020. Expiration date: 2025-11-17. No anomalies found related to the problem. To date, 18 items of the same lot have been sold without any similar reported event. Additional implant involved: mectacer 01.29.207 biolox delta ceramic ball head 12/14 ø 32 size xl +7 (k112115) lot. 19c0046 batch review performed on (B)(4) 2021: lot 19c0046: 82 items manufactured and released on 20-nov-2019. Expiration date: 2024-11-10. No anomalies found related to the problem. To date, 36 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner that occurred when the patient was getting up from a seated position. At 2 months from revision the surgeon revised the cup, head, and liner. The surgery was completed successfully.